Event description:
As implant was placed, cable attachment was crimped by surgeon and a tear occurred in the cable requiring that both the cable and the implant be removed and replaced by a new implant and cable.